Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements, with out-of-range values observed during in-clinic follow-up with multiple measurements in different postures taken. No noise was registered by the device. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD and right ventricular (rv) lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements, with out-of-range values observed during in-clinic follow-up with multiple measurements in different postures taken. No noise was registered by the device. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD and right ventricular (rv) lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements, with out-of-range values observed during in-clinic follow-up with multiple measurements in different postures taken. No noise was registered by the device. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD and right ventricular (rv) lead remain in service. Additional information received indicates the physician elected to test system integrity by performing commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements during the tests were 99 ohms and 100 ohms respectively, which is in range. Therefore, the physician planned to continue monitoring the situation.